Event description:
On (B)(6) 2010, pt reported the button farthest from the cartridge compartment, the up arrow button, did not work each time it was pressed leading to an elevated blood glucose. Pt stated she attempted to bolus a couple of weeks ago and discovered the up button had to be pressed hard for the infusion device to respond. Pt reported she believed the bolus did not deliver due to the malfunctioning button resulting in her elevated blood glucose. Pt stated her blood glucose climbed to 250-300 mg/dl. Pt's normal blood glucose range is 90-120 mg/dl. Pt reported her most recent blood glucose reading was 160 mg/dl. Pt stated she had recently eaten lunch causing her blood glucose to be outside of her normal blood glucose range. Pt reported the up button pops back up after being pressed. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.